Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site. It was further added that during the use of the grasper, the wire/cable broke and was removed, and a new one was used in its place.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the small grasping retractor instrument. Investigation confirmed a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken.